Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was above target level; the exact level could not be recalled. An insulin injection was used to address the bg level. The customer noted that the insulin appeared to be gelled at the luer lock. The customer indicated that the cartridge, tubing and infusion site would be changed.